Event description:
Add'l info rec'd indicated a heart catheterization procedure was performed and a 6f angio-seal sts device was deployed in the right femoral arteriotomy site post procedure. The physician stated deployment of the device was difficult and the pt was kept two extra hours to ensure hemostasis at the puncture site. The coronary angiogram revealed high grade lesions in the proximal anterior descending, proximal ramus intermedius, and distal circumflex arteries. Hypokinesia of the cardiac apex was noted. Bilateral pedal pulses were recorded at 2+, bilateral posterior tibial pulses were recorded at 1+ and bilateral radial pulses were recorded at 3+ at the end of the procedure. The pt was advised to have a three vessel coronary bypass grafting surgical procedure. A surgical consult was performed for the recommended coronary bypass procedure, however the right foot presented with no pulses with threatening ischemia to the right leg. Lovenox injections were initiated, but did not improve the leg and the pt underwent a right femoral-popliteal thromboembolectomy procedure under general anesthesia. Through a popliteal incision, after a bolus of 10,000 units of intravenous heparin, a fogarty catheter was advanced distally to teh knee and the contents of the distal popliteal artery were removed. A moderate amount of thrombus and the angio-seal components were removed. After several passes of the fogarty catheter brisk back-bleeding returned, the surgical procedure was concluded. Dorsalis pedis and posterior tibial pulses were restored to the right leg. Estimated blood loss was 50 cc. The pt tolerated the procedure well.

Event description:
It was reported that following a pre-placement angiogram, an angio-seal device was deployed in 2003. The physician stated that resistance was encountered following the anchor deployment step and that the deployment just did not "feel right". Manual pressure was applied to achieve hemostasis and a small hematoma developed. The pt returned 8 days later with calf pain and pressure. An ultrasound revealed what appeared to be the anchor in the popliteal artery sourrounded by thrombus. The pt had descreased distal pulses and flow was diminished. The pt reported that they began to experience calf pain, but did not see their physician until the day of the event. The following day, the physician confirmed the anchor was in the popliteal artery with thrombus extending to the bifurcation. Surgical consult was obtained and the anchor and thrombus were removed 6 days later. Attempts to obtain the surgical notes have been unsuccessful; however, the physician indicated that the pt was recovering and "doing fine".